Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with a clip loaded in the jaws. Upon inspection, no visible damages or defects were noted. Engineering actuated the unit and all clips met specifications. The unit was disassembled for further evaluation and internal friction was found, potentially causing the clip to load incorrectly. The root cause of the device not loading properly is likely due to closure member and jaw interference. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of interference. This lot was built prior to application of these device enhancements. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "clips not firing properly. 'Clips getting stuck in applicator jaws.' 'Faulty clip tore artery and caused bleeding. Also caused excess clips to be fired which had to be removed from patients abdomen.' Comments from (B)(6). Hpb/t nurse. Comments could not be clarified by surgeon." Patient status - "healthy."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.